Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recn3102 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that patients arm had a small amount of swelling due to liquid leaking into the tissues, was decreasing whilst on unit. Not experiencing pain. PICC line had fractured internally.